Event description:
It was reported that this patient with this right ventricular (rv) lead experienced loss of capture (loc) during a pacemaker mediated tachycardia (pmt) episode. Technical services (ts) reviewed noting this lead had high threshold measurements and discussed rv threshold test which was in suspension so there was no beat to beat captured detection. An x ray was performed which showed what appeared to be a perforation. This patient was ultimately hospitalized as they had experienced syncope, passed out and broke their neck during the episode. This rv lead remains in service. No additional adverse patient effects were reported. Additional information as received that this patient underwent a rv lead revision procedure in which this rv lead was surgically abandoned. It was noted that the leads were located over the device/pocket and there was an rv insulation issue approximately 1 inch down from the suture lead. The field representative was unable to determine whether the insulation issue was due to cautery during the revision or before the revision. A new rv lead was successfully implanted and remains in service. This rv lead is not expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The lead was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk.

Manufacturer narrative:
Correction to coding as requested in ga 22617060. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The lead was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk.

Event description:
It was reported that this patient with this right ventricular (rv) lead experienced loss of capture (loc) during a pacemaker mediated tachycardia (pmt) episode. Technical services (ts) reviewed noting this lead had high threshold measurements and discussed rv threshold test which was in suspension so there was no beat to beat captured detection. An x ray was performed which showed what appeared to be a perforation. This patient was ultimately hospitalized as they had experienced syncope, passed out and broke their neck during the episode. This rv lead remains in service. No additional adverse patient effects were reported. Additional information as received that this patient underwent a rv lead revision procedure in which this rv lead was surgically abandoned. It was noted that the leads were located over the device/pocket and there was an rv insulation issue approximately 1 inch down from the suture lead. The field representative was unable to determine whether the insulation issue was due to cautery during the revision or before the revision. A new rv lead was successfully implanted and remains in service. This rv lead is not expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with this right ventricular (rv) lead experienced loss of capture (loc) during a pacemaker mediated tachycardia (pmt) episode. Technical services (ts) reviewed noting this lead had high threshold measurements and discussed rv threshold test which was in suspension so there was no beat-to-beat captured detection. An x ray was performed which showed what appeared to be a perforation. This patient was ultimately hospitalized as they had experienced syncope, passed out and broke their neck during the episode. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.